Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate reading of ¿178 mg/dl¿ compared to feeling/normal reading. This complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the inaccurate high issue began a few weeks ago. She did not manage her diabetes based on the lfs meter reading at the time of concern; however, the patient alleged that due to the inaccurate high issue, she developed symptoms of ¿dizziness, shakiness, and weakness.¿ the reported symptoms began on (B)(6) 2014 at 12:30 while she administered self treatment with glucose tablets. During troubleshooting, the patient confirmed the unit of measurement was set correctly at the time of testing. The test strips were within the discard date. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the inaccurate high issue began. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Follow-up #1 (07/18/2014) - device evaluation: the meter involved with this complaint has been returned on 07/14/2014 and evaluated by lifescan product analysis on 07/15/2014 with the following findings: the meter has passed testing with no faults found and the reported complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.